Event description:
It was reported that one day after implant, far field r-wave (ffrw) oversensing was seen when doing an atrial threshold test and in permanent mode. The atrial sensitivity was reprogrammed and the lead was permanently programmed to a higher output. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, implantable pacing lead, (B)(6) 2013. (B)(4).